Event description:
A report was received that stated the pump alarmed "check clutch". No pt injury or adverse event was reported.

Manufacturer narrative:
The suspect device was received for evaluated. Evaluation of the event history log observed check clutch/plunger lever alarms. Visual inspection of the returned device found the carriage washer slightly loose; therefore, the carriage washer was tightened. Following repair, the device passed all functional and delivery testing.